Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was difficulty in deflating the balloon. The balloon would not deflate completely, and the catheter had to be pulled out by hand. The patient stated that there was bearable pain but no injury or any additional treatment was reported.

Manufacturer narrative:
The reported event was unconfirmed. Received 1 used foley catheter for evaluation. During the visual evaluation, no issues were observed for the problem reported in this complaint. Per the functional evaluation, the catheter balloon was inflated with air and there were no problems deflating. Then the catheter balloon was inflated with 10cc of a mix tap water and blue methylene using a syringe and there were no difficulties to deflate found. The notch perforation was reviewed and no issues were found. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "recommended inflation capacities 5cc balloon: use 10cc sterile water do not exceed recommended capacities. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." 1528: "l" 1994: "nl"

Event description:
It was reported that there was difficulty in deflating the balloon. The balloon would not deflate completely, and the catheter had to be pulled out by hand. The patient stated that there was bearable pain but no injury or any additional treatment was reported.